Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior no showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 18/sep/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2024. The patient¿s daughter discovered the patient had expired several hours prior (based on rigamortus) when she arrived to disconnect the patient from the liberty select cycler (as she did every morning). The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was ¿natural causes¿ but would not elaborate any further. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Event description:
On 18/sep/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment on (B)(6) 2024. No additional information was provided during intake. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2024. The patient¿s daughter discovered the patient had expired several hours prior (based on rigamortus) when she arrived to disconnect the patient from the liberty select cycler (as she did every morning). The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data from (B)(6) 2024 indicated the patient completed treatment, and no alarms were noted. A non-urgent call was placed to emergency medical services, and the patient was taken directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was ¿natural causes¿ but would not elaborate any further. The pdrn stated the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Additionally, the pdrn stated the patient¿s liberty select cycler will be scheduled for pick-up this week.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was actively undergoing treatment when the events occurred. The pdrn reported the primary cause of death was due to natural causes and was unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse event. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.